Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated co2 results generated on the architect c4000 processing module for multiple samples. Additionally, the customer noted quality controls (qc) was out of range but resolved after recalibration. In the afternoon, the samples started generated results around 45 or higher. The results were not reported out of the laboratory. The customer loaded fresh reagents and repeated 12 samples that generated results within normal ranges (17 to 24 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and cleaned and aligned the nozzle, dry which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle, dry did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the nozzle, dry was identified.